Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/15/2021. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: a sealed box36 and an opened box with twenty-five packets of product code 8706h were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. Functional test was performed, and the tensile strength result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: were the 3 sutures broken during knotting or did any suture broke before use on the patient? All 3 sutures broke during knotting in patient. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Affected sutures were discarded. Unopened samples will be returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2021-11714 and mw # 2210968-2021-11717.

Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2021 and suture was used. The suture broke during knotting. No adverse patient consequences were reported. The surgery completed with suture from different lot. Additional information was requested.